Event description:
It was reported that the ventilator was on a patient in the CPAP mode when the ventilator powered down on its own. The ventilator sustained a high-pitched alarm. The screen was black, and the main power button was not illuminated. The ventilator was disconnected from the patient and the patient was hand-bagged by the user until placed on another ventilator. There was no harm to the patient.